Event description:
The manufacturer field service technician reported that the device had a chipped paint band while it was being tested at the user facility. There were no adverse consequences related to this event.